Event description:
It was reported that during a visit, the physician saw several ams episodes. He asked the patient to move his arm, and noise was observed on both channels. The physician elected to monitor the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.